Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor continuously tells her that her blood glucose readings are low when in reality they are not. Customer stated that in the morning the sensor was reading 220 mg/dl and within an hour and a half the reading was 137 mg/dl. When customer checked her blood glucose readings they were actually 29 mg/dl. Customer treated for the low blood glucose readings by eating breakfast. Customer declined any troubleshooting.